Manufacturer narrative:
11-jun-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Almost choked [choking sensation]. Rotating head shears off - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case description: consumer via e-mail stated that the replacement rotating brush head sheared off and almost choked them. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked. Rotating head shears off - oral-b. Case description: consumer via e-mail stated that the replacement rotating brush head sheared off and almost choked them. No serious injury was reported.